Event description:
It was reported that during follow-up, externalized conductor was found under fluoroscopy. Electrical parameters were normal and patient was asymptomatic. The lead remains in situ.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was capped and replaced.